Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrocolpopexy due to pelvic organ prolapse. The patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal of mesh, exploratory and a hysterectomy on (B)(6) 2010. It was reported that the patient underwent mesh excision with total abdominal hysterectomy, colpopexy, cystoscopy and proctoscopy in 2010. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with prolite mesh and sacrocolpopexy; due to pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient experienced urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal of mesh, exploratory and a hysterectomy on (B)(6) 2010. It was reported that the patient underwent mesh excision with total abdominal hysterectomy, colpopexy, cystoscopy and proctoscopy in 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion patient experienced adhesion.